Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer had used the appropriate tandem charging equipment and attempted to charge the pump without success. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. If the pump battery depletes before receiving the new charging supplies, the customer will rely on injections via mdi.